Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) registry during deployment of the precise stent it was placed higher than expected. As the patient's lesion was pretty long it was left there and an additional stent was placed to fully cover the target lesion. Pta was performed on an 80% occluded lesion in the proximal left internal carotid artery of 7mm in length in a 5.1mm vessel diameter with moderate vessel tortuosity. The arch I lesion was severely calcified and eccentric. As the angioguard did not cross the lesion, a 5mm ev3 spider fx embolic protection device was used. The lesion was pre-dilated and an 8x30mm precise pro rx stent was deployed distal to the target site followed by deployment of a 9x30mm precise pro rx stent at the target lesion. The residual diameter stenosis was 20%. There were no adverse events reported and the patient was discharged on the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15656569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU for the precise states to ensure the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) registry during deployment of the first precise it was placed higher than expected and since patient's lesion was pretty long it was left there and the new stent was attempted and placed at target lesion. Pta was performed on an 80% occluded lesion in the proximal left internal carotid artery of 7 mm in length in a 5.1 mm vessel diameter with moderate vessel tortousity. The arch I lesion was severely calcified and eccentric. As the angioguard did not cross the lesion, a 5 mm ev3 spider fx embolic protection device was used. The lesion was pre-dilated and an 8x30 mm precise pro rx stent was deployed distal to the target site followed by deployment of a 9x30 mm precise pro rx stent at the target lesion. The residual diameter stenosis was 20%. There were no adverse events reported. Post-procedure was 5.6 ng/ml (upper limit 5.0). The patient was discharged on the following day.